Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the weld. Inspection of the silicone potting and conductor wire weld to hook/spatula base was performed by cutting distal clevis and removing conductor cap. The conductor wire was broken and separated from the yaw pulley. The seal at the base had melted causing the cautery wire to separate from the base. The instrument failed electric continuity. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
It was reported that during central processing, the permanent cautery hook had a broken cable. There was no report of patient involvement or reported injury.